Event description:
Facility reported, the preocedure took approx 45 mins. The infant had betadyne applied to the skin, and was situated on an electocautery plate, which was on a pediatric blanket. The position of the infant on the blanket is unk. The connection of the blower hose to the warming blanket is unk. It is likely that the betadyne was a source of moisture. The infant sustained "full thickness burns to the back. It is understood that the infant was premature. It is assumed that this may have made the infant abnoramally sensitive to heat.